Event description:
It was reported that a cartridge change error occurred. There was no reported adverse impact to the customer's blood glucose level. The distributor received the pump for investigation and was unable to duplicate the error.